Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Please see the updates in sections: d4, g4, g7, h2 and h10.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation did not duplicate the complaint for the needle tip broken. The needle was found intact. The device was kinked, potentially due to damage during shipment. After the two kinks were straightened out, the needle passed mechanical and functional test. As a preventive measure, the needle instruction manual states, ¿always have a spare instrument available in case the primary instrument malfunctions.¿ to prevent breakage, the needle instruction manual also warns, ¿do not use an aspiration needle that has an irregularly bent or deformed needle tube.¿ ¿do not apply bending force to the handle section. Doing so may damage the instrument and/or endoscope.¿ ¿do not coil the insertion portion with a diameter of less than 150 mm. Doing so could damage the instrument.¿ and ¿do not try to straighten a bent or deformed needle with your hands because the needle may break.¿ the instruction manual also has directions for pre-procedure visual inspection and functional verification of the needle device.

Event description:
2 of 2. Olympus was informed that during an ebus-tbna procedure, the tip of the needle broke at the first puncture attempt and fell into the patient. The broken off tip was retrieved with another unknown device. There was no reported additional bleeding or patient injury. The procedure was completed with another needle. Before the breakage, there were no reported problems with needle insertion, no needle bending, and no unusual phenomena during the procedure. The equipment had been inspected before use, with no anomalies found.